Event description:
It was reported that this lead was capped and abandoned due to dislodgement. During a routine follow-up, the right atrial (ra) lead presented loss of capture, apparently due to a motorcycle accident in (B)(6) 2020. An x-ray confirmed the lead was dislodged in the superior vena cava. The lead also was difficult to reposition or remove as the physician was unable to rotate or extract it. A different lead was successfully implanted. No additional adverse patient effects were reported.